Event description:
Customer reported poor image quality - dark images with line through them. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video car. System operates as intended.